Event description:
During preparation for use, a 10-cc syringe was connected to flush the guide wire lumen but could not be flushed. Further, a v-18 guide wire could not be inserted.

Manufacturer narrative:
The angiosculpt device was returned for eval. Visual examination confirmed the distal tip separated from the device but was not returned. It is probable to conclude that a maximum of 1.5 mm of the distal tip material separated from the device. Since this event occurred outside the pt, there is no risk of pt injury. It also appears the balloon had not been inflated. During flushing of the guide wire lumen, a slow flow of fluid was observed. After flushing, a 0.018¿ laboratory guide wire was inserted through the distal end. The guide wire was unable to advance beyond the distal balloon section. Thus, the guide wire was removed and reinserted from the hub. During advancement through the distal tip, it was noticed that a portion of the inner member lining got caught on the wire. This led to suggest that the delaminated inner member may have prevented the guide wire from advancing beyond the distal section when inserted from the distal end of the device. The user had difficulty inserting the guide wire. It is probable that excessive force was used during the attempt of the guide wire insertion, which caused the tip separation prior to use in pt.